Manufacturer narrative:
E1: reporting address line 1: (B)(6) . Reporting address state: (B)(6) . Reporting address postal: (B)(6) . Reporting institution phone #: (B)(6) . Reporter phone #: (B)(6) . This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00257. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v1000 ventilator had a 1012 error code (air valve liftoff failure). There was no patient involvement when the issue occurred. No patient or user harm reported. Per the follow up response, the device had a 1012 error code, and that the power board was faulty. The customer declined to have the device repaired by philips.